Event description:
Event description guidant received information that this right ventricular lead migrated outside the patient's heart per CT scans taken before and after. Both the ventricular and atrial leads as well as the device were explanted due to a patient infection. A new system was implanted approximately one week later. This patient is not pacer dependent and there were no adverse patient effects.